Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows the labels in which product details was mentioned and verified with tw details. The second photo show partial view of outer packaging in which tear was noted on bottom left of packaging. Therefore, the investigation is confirmed for the identified tear, rip or hole in device packaging issue, and the investigation is unconfirmed for the reported packaging problem as more specific failure code (tear, rip or hole in device packaging) was identified. However, the investigation is inconclusive for reported material integrity issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during the placement procedure of an MRI powerport isp port, the product packaging was discovered to be damaged upon opening. Consequently, it was returned to the operating room. Reportedly, the outer packaging was also damaged. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during the placement procedure of an MRI powerport isp port, the product packaging was discovered to be damaged upon opening. Consequently, it was returned to the operating room. There was no contact with the patient.